Event description:
It was reported a patient enrolled in a clinical study underwent a left total shoulder arthroplasty on (B)(6) 2014. Subsequently, a hematoma caused by the procedure was noted on (B)(6) 2014. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative and early postoperative complications can include: damage to blood vessels, temporary or permanent nerve damage resulting in pain or numbness to the affected limb, cardiovascular disorders including venous thrombosis, pulmonary embolism or myocardial infarction, hematoma, and delayed wound healing."